Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v701764, implanted: (B)(6) 2011, product type lead; product ID 3093-33, lot # v633780, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient's device was removed due to an infection and a new device was implanted on (B)(6) 2015. The event occurred during use and the indication for use was urinary dysfunction/sacral nerve stimulation. There was no alleged product issue. No outcome regarding the infection explant was reported. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.